Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The physician intended to use an evercross balloon catheter during procedure in av fistula graft. Lesion morphology was reported to be fibrous. The balloon was inflated with 50/50 contrast by inflation device. It is reported that the balloon burst before nominal pressure was reached at 6atm. No vessel damage was reported from the balloon burst. Follow up angioplasty was performed to complete the procedure. Evaluation summary: the evercross 0.035in otw pta dilatation catheter was received for evaluation without any ancillary devices or cine images from the procedure. The evercross catheter was received nested within a series of biohazard zip lock pouches. The balloon chamber was filled with sanguine tinted fluid. Sanguine residue was noted in the inflation lumen of the y-manifold. A 10cc water filled syringe was attached to the proximal hub luer lock and the guidewire lumen was flushed: a clear steady stream of fluid was observed exiting the distal tip. A 0.035in guidewire was loaded through the distal tip with ease. A 10cc water filled syringe was attached to the inflation lumen luer lock on the y-manifold and the balloon was inflated. A pinhole leak was noted in the proximal neck of the balloon chamber. Sanguine tinted fluid and thrombus was observed exiting the pinhole leak. All components accounted for.